Event description:
The male pt had the following medical history: never smoked, unstable angina iib, insulin-dependent diabetes mellitus since 11/1995, hypertesion, and hypercholesterolemia. The pt was enrolled in the study. Medication at baseline included beta-block therapy, aspirin, clopidogrel, lipid lowering agent, angiotension ii antagonist and simvastatin. The pt rec'd six cypher stents. The pt rec'd a 3.5 x 23mm and a 3.0x 33mm stent in the mid left anterior descending (lad), a 3.0 x 23mm stent in the obtuse marginal, a 2.5 x 13 mm and a 2.5 x 18mm stent in the posterio-lateral, and a 3.0 x 13 mm stent in the mid rca. Approximately two years later, the pt had a myocardial infarction (mi) that was treated with a re-ptca the same day. It is unknown at this time which vessel was treated.

Manufacturer narrative:
The device crs 23300 (lot r0703113) is distributed outside the united states; however, it is similar to the united states product cxs 23300. The product remain implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt. This device is one of six products associated with this event. Please refer to MFR report # 9616099-2006-01259, 9616099-2006-01260, 9616099-2006-01261, 9616099-2006-01263, & 9616099-2006-01264.